Manufacturer narrative:
The effect to the patient could not be confirmed as pump logs were incomplete due to data-log corruption.

Manufacturer narrative:
Correction: review of pump data by tandem quality engineering: pump logs did not confirm any low blood glucose (bg) levels on (B)(6) 2016. There is no evidence of a device malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. However, the exact value was not provided. The customer drank juice to stabilize bg level. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed.

Manufacturer narrative:
Review of pump data by tandem quality engineering: pump logs did confirm any low blood glucose (bg) levels on (B)(4) 2016. There is no evidence of a device malfunction or failure.